Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a right ventricular lead replacement after several episodes of noise on the lead was noted via follow-up remote. Prior to procedure, noise was reproduced with pocket stimulation in bipolar and unipolar sensing configuration. The lead was explanted and replaced. Patient was stable, before, during, and after procedure.

Manufacturer narrative:
The reported field event of lead noise was confirmed in the laboratory. A complete lead in one piece was returned measuring 65.2 cm. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 8.5-9.1 cm from the connector pin. The outer insulation was cut at 23.9 cm from the connector pin. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can.